Event description:
The account alleged, the bed exit will set but will not alarm. There were no injuries.

Manufacturer narrative:
Technical support recommended that the account unplug the tape switches to see if the bed would alarm. Repairs have not been completed.